Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Event and implant dates: date is estimated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an intervention procedure, the 4.0 x 38 mm xience prime stent was successfully implanted. During removal the balloon on the stent delivery system had resistance with the introducer sheath. The stent delivery system and the introducer sheath were removed as a single unit. There were no adverse patient effects or a clinically significant delay reported. There was no additional information provided.